Manufacturer narrative:
The device was not returned to greatbatch medical for evaluation so the reported event cannot be confirmed. A process review was performed and no discrepancies were found. The initial investigation completed by the distributor ((B)(4)), attributed the cause of the malfunction to be fatigue loading of the weld caused by repeated impacts. No further investigation required. Complaint information was provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that the impactor broke in 2 pieces just below the orange handle section. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. The manufacturer registration number for the manufacturing site was (B)(4). Updated manufacturing site to greatbatch medical (B)(4).

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.